Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the hook and ceramic sleeve to be detached from the yaw pulley with some pieces missing. The hook fractured at the cross section of one of the drilled holes in the straight shank and the ceramic sleeve is broken off as well.

Event description:
It was reported that during a da vinci s adrenalectomy procedure, two pieces of the permanent cautery hook instrument broke off and fell into the pt's abdomen. The broken pieces were removed using a grasper forceps instrument. No pt complications, harm, adverse outcome or injury was reported.